Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side with a sulox ceramic head and has experienced implant fracture. Any kind of trauma has not been reported. A revision surgery has not yet taken place.

Event description:
Patient was implanted on left side due to painful left primary coxarthrosis and it was reported that the sulox ceramic head fractured hence a revision surgery has been planned.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D10: medical products: mathys rm cup 50/28; catalog#: unknown; lot#: unknown. Zimmer pp lateralized cemented size 5; catalog#: unknown; lot#: unknown. Therapy date: unknown. Additional information was received on jul 22, 2021. The manufacturer received other source documents (surgical reports) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g3, g6, h10. Event description: it was reported that the sulox ceramic head was fractured. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - surgical report: the surgical report has been reviewed, however no conspicuous findings relevant to the reported event have been identified. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the product combination between the head (part # 17.28.05) and stem (part # 01.06056.005) was approved by zimmer biomet. The other products compatibility check could not be performed due to missing product identification. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the sulox ceramic head was fractured. Neither x-rays, operative notes, office visit notes, nor device or photos of the device were received; therefore the condition of the component is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the investigation the reported event cannot be confirmed. Therefore, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D10: medical products: pf stem, lateral, cemented, 5, taper 12/14; catalog#: 01.06056.005; lot#: 4022983. Mathys rm cup 50/28; catalog#: unknown; lot#: unknown. Zimmer pp lateralized cemented size 5; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2021. Additional information was received on jul 30, 2021. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on left side due to painful left primary coxarthrosis and it was reported that the sulox ceramic head fractured hence underwent a revision surgery.